Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 147 mg/dl. Customer declined follow-up from tandem technical support to verify if a back-up therapy was obtained.